Manufacturer narrative:
The low measurement reported by the customer was assessed to potentially pose a safety risk if it were to reoccur. A recall class ii has been initiated and reported to the FDA, (B)(4). Eval summary for complaint (B)(4): add'l hemocue glucose 201 microcuvettes, lot 1303507. Hemocue glucose 201 analyzer, serial number (B)(4). Investigation: glucose 201 analyzer: linearity check of analyzer approved, no malfunction found during investigation. Glucose 201 microcuvettes: investigation was performed on archived samples since no microcuvettes were returned from the customer for investigation. Review of batch documentation (DHR) for lot 1303785: nothing remarkable found. Three planned deviations, not related to the problem, were effective during the time of production. Review of batch documentation (DHR) for lot 1303507: nothing remarkable found. Two planned deviations, not related to the problem, were effective during the time of production. Inspection of single packages: the single-packages from archive samples were inspected with regards to marks from the knife cutting the desiccant. All of the packages shown this marks. Analysis of microcuvettes with blood: microcuvettes were analyzed with whole blood. Some microcuvettes are measuring too low compared to reference cuvettes. Conclusion: the malfunction found is damaged single pack pouches related to the production process. Damaged single pack pouches may cause very low glucose results if pouches are exposed to moisture. Action taken: remedial action: the customer has been replaced with correct products and the affected lot has been withdrawn from the field ((B)(4)). Correction: a design change was implemented in the production process consisting of a mechanical resistance when cutting the desiccant in the single packaging process. Corrective and preventive actions are handled within the hemocue CAPA management process.

Event description:
Hemocue (B)(4) received a complaint on hemocue glucose 201 from a us customer. The hemocue glucose 201 system was reported getting low readings during pt testing and quality control. No specific reading results were given by the customer. No comparisons to other methods were made. No pt impact was reported by customer. Hemocue glucose 201 analyzer was investigated but no malfunction was found, no microcuvettes were returned by the customer for investigation.